Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in impedances and there is loss of capture. The rv lead is being used as a brady pacing lead and the left ventricular (lv) lead is being used as a back-up. Technical services discussed programming options. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).